Manufacturer narrative:
(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The customer pictures were reviewed. The first and second picture show the dried blood in the tubing. The third picture shows the dried blood inside the interface block and the iab driveline connector posts were broken off inside the interface block slots. All the pictures are consistent with the reported details. According to the field service report, the field service representative checked the pump and detected blood in the pump. As a result, all contaminated parts were replaced. Blood can only enter the iabp from an iab that develops a leak. The IFU states: "intra-aortic balloon membrane perforation may occur during iabp therapy. The occurrence and severity of the iab perforation is unpredictable and may be due to patient physiology, accidental contact with a sharp instrument or by contact with calcified plaque resulting in membrane surface abrasion and eventual perforation. Large perforations are rare. Small perforations can result in asymptomatic release of gas. Perforation can cause blood to appear in the balloon catheter and driveline tubing." Further the IFU states: 'if you suspect balloon perforation: immediately stop pumping. Consider tapering or discontinuing anticoagulation therapy. Remove iab from patient, using recommended removal technique" a device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon not inflating" is confirmed based on the pictures provided in the complaint. The pictures show dried blood in the tubing and interface block, which blocked the helium pathway and resulted in the balloon unable to inflate. As a result, all contaminated parts were replaced. Based on a review of the device history record (DHR), the product met specification upon release. The most likely cause of blood entering the pump is a balloon rupture; however, the root cause of the rupture was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "found blood inside interface block (balloon port on front panel), and throughoutinternal tubing. Unable to completely connect catheter due to blockage, leading to the original complaint of balloon not inflating". The customer was unable to answer any additional questions reguarding the patient's current condition.

Event description:
It was reported "found blood inside interface block (balloon port on front panel), and throughoutinternal tubing. Unable to completely connect catheter due to blockage, leading to the original complaint of balloon not inflating". The customer was unable to answer any additional questions reguarding the patient's current condition.

Manufacturer narrative:
(B)(4).